Manufacturer narrative:
On (B)(4) 2015 a field service engineer (fse) was dispatched. The fse replaced both check valves and the pump seal due to fluctuating pressure. Qc and patient samples were run without errors. The g8 analyzer is functioning as intended with all errors cleared. No further action required by fse. The probable cause of the event was defective check valves. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were two (2) similar events similar to the present issue. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported peaks of unknown origin (poo peaks) with their g8 analyzer. Technical support advised the customer to adjust the flow factor which did not change the rt's. The customer also replaced the column and was able to calibrate and the qc in range. The customer reported the rt's did not respond to the fr adjustments. The customer is unable to run hga1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.